Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - failure (event) observed during analysis. Final analysis found that the outer insulation was abraded and the outer coil exposed at 8.7 cm to 9.0 cm and 14.3 cm to 14.5 cm from the connector pin. The lead damage is consistent with that caused by friction to the device can.

Event description:
This report is to advise of an event observed during analysis.